Event description:
It was reported patient underwent a revision procedure six months post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown femur catalog # unk lot # unk. Unknown tibia catalog # unk lot # unk. G2: australia h3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-03573 0001822565-2023-03575 h3 other text : product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filled for this event: 0001822565-2023-03576. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is no fracture, implant loosening, or other acute abnormality. The tibial implant articular surface is slightly sloped from lateral to medial on the ap view but overall knee alignment is maintained. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.